Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
During an annual inspection of the customer's device, physio-control observed that the on/off button on the main keypad assembly would only respond intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and observed that the left-hand side of the on button was worn, but still functional with additional pressure. The right-hand side of the on button was ok.